Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. The device was showing an ok icon and powered on as expected. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device was not turning on. Additionally, it was showing a wrench and charge-pak icon in its readiness indicator. There was no report of patient use associated with the reported event.